Manufacturer narrative:
Initial reporter: (B)(6). Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for these lot numbers on file. A root cause was not found due to product not being returned. No further investigation is necessary at this time. (B)(4).

Event description:
During an unknown procedure it was reported that some metallic dust appeared. The metallic dust was removed by washing. A back up device was available to complete the procedure. There were no reported patient injuries or complications.